Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo® 90 infusion set fell off during use on a patient. The event occurred around midnight on the date of the event. The patient's blood sugars were reported to be at 153 mg/dl due to the event. The infusion set was changed and a correction bolus (1.95 units) was administered; the patient's blood sugars dropped to 108 mg/dl after 5 hours. No permanent injury was reported. See MFR: 3012307300-2017-00614 and 3012307300-2017-00616.

Manufacturer narrative:
One cleo 90 infusion set was returned in used condition for evaluation and without its original packaging. Visual inspection of the device found the sample received with the skin adhesive damaged and found the retractor was not activated. Functional testing was unable to be conducted with the used device due to the damage. Functional testing of 4 samples of the same lot was conducted and found no discrepancies. A review of the testing and inspection documents were deemed adequate. A review of the manufacturing process for a similar part was conducted and found within specification. Based on the evidence, the root cause was unable to be determined.